Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that biomed had an arctic sun device that was being placed on a patient and was getting alert 01 (patient line open) and alert 02 (low flow), the nurse swapped the unit with another, and therapy continued. Biomed would be sending this device in for the 2000 hours preventive maintenance since it had 4514 hours, and they suspect a weak circulation pump. Per follow up information received on 27sep2022, there was no patient injuries as the patient continued therapy on a different device. Per sample evaluation results received on 01nov2022, it was reported that replaced the double bend tube and the chiller evaporator outlet tube due to expansion of the tubes found during servicing.

Manufacturer narrative:
Upon further review, bd has determined that this MDR is not reportable. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that biomed had an arctic sun device that was being placed on a patient and was getting alert 01 (patient line open) and alert 02 (low flow), the nurse swapped the unit with another, and therapy continued. Biomed would be sending this device in for the 2000 hours preventive maintenance since it had 4514 hours, and they suspect a weak circulation pump. Per follow up information received on 27sep2022, there was no patient injuries as the patient continued therapy on a different device. Per sample evaluation results received on 01nov2022, it was reported that replaced the double bend tube and the chiller evaporator outlet tube due to expansion of the tubes found during servicing.